Event description:
A technician reported that after the laser flap was made, the surgeon observed an irregular area that appeared not to have received the laser energy. The inferior portion of the treatment looks normal, however, the supero-nasal area appears different. The surgeon did not attempt to lift the flap, and sent the patient home with a bandage contact lens. The patient has had advanced surface ablation (asa) treatment to completed the refractive treatment. At the first visit following asa, the patient was doing well. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).